Event description:
Leaving pieces of tampon fibers inside [foreign body in reproductive tract]. Tampon coming apart inside me, fell apart [device breakage]. Consumer contacted via e-mail and stated that the tampon came apart inside of her leaving pieces of tampon fibers inside. No serious injury was reported.

Manufacturer narrative:
Product return was received on 12-mar-2020 and was identified as just tampons naturals super non deodorant on 16-mar-2020. 15-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving pieces of tampon fibers inside [foreign body in reproductive tract], tampon coming apart inside me, fell apart [device breakage]. Consumer contacted via e-mail and stated that the tampon came apart inside of her leaving pieces of tampon fibers inside. No serious injury was reported.